Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was implanted with a lead for a trial procedure. Post-operative the patient experienced new radicular pain and burning sensation. The area was sensitive to the touch. The lead was explanted the same day. The patient was given steroids. Follow up revealed the patient's pain issue has resolved.